Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient had been placed on impella cp support after presenting with non-st-elevation myocardial infarction (nstemi). Upon insertion to the left ventricle, the patient went into ventricular tachycardia (vt) and started coding. Cardiopulmonary resuscitation was performed on the patient and return of spontaneous circulation (rosc) was achieved. The patient remained on impella support and was successfully weaned.